Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high and low blood glucose of 20 to 322mg/dl. Customer wanted to make sure that the bolus history was correct. Troubleshooting found that the pump alarmed no delivery multiple times. It was found that the customer changes the site every 2 to 3 days and the pump settings and basal rates are correct. The customer was advised to follow up with their doctor regarding their blood glucose. Customer declined further high and low blood glucose troubleshooting.